Event description:
Medication set for continuous infusion of 1 mg/1 ml. 100 ml were hung at 11:00 a.m. Rate set at 3cc per hour on secondary rate setting on pump. Total to be infused set at 100cc. At 12:30 p.m., 100cc had infused . Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described hereindevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.